Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 9/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 8/27/2016 with the following findings: a review of the pump¿s black box data showed no evidence of a ¿no power¿ event. The returned battery cap was able to fully tighten onto the pump. The battery cap¿s contact height and width were within specification. During visual inspection of the pump, it was observed that the battery compartment had no damage. The pump powered on normally and successfully completed the rewind, load, and prime steps with no power issues occurring. The pump was exercised for 24 hours with no power interruptions. The complaint of no power could not be confirmed or duplicated on investigation. The pump case was removed and the pump was disassembled; there was no evidence of moisture or loose components observed inside the pump. Unrelated to the complaint, the pump powered up with the returned battery cap to a dim discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).